Event description:
A malfunction alarm was reported by the customer with malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues reoccur.